Event description:
It was reported that (B)(6) months after implant the threshold on the right ventricular lead had increased. It was also noted that the lead switched to unipolar pacing and the impedance was half that at implant. The lead was reported to be "fine" and remains still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.